Manufacturer narrative:
The investigation for the reported blank screen issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs revealed purge unit driver (pud) communication issues. Device analysis: boot up issues were reproduced. Console would not pass system self-check. The root cause was determined to be a defective pud. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) is not working and will not turn on. This issue occurred during training, no patient involvement.